Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). The customer did not require any incapacitating assistance from a third party. Technical support provided information to reset the pump, assisted the caller in doing so, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump.